Event description:
According to the sales rep, a driver ((B)(4)) broke during a case.

Manufacturer narrative:
Result -we confirmed the driver tip was broken per the field report. Conclusion -we concluded that the failure was metal fatigue via testing of four parts from the same lot.